Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the asia pacific journal of sports medicine arthroscopic rehabilitation technology titled ¿clinical outcomes over 2 years following arthroscopic ankle lateral ligament repair with os subfibulare¿. The study reviewed thirty-nine (39) patients who underwent foot and ankle procedures using arthrex fibertak devices. One (1) patient was documented to have had ankle instability resulting in an infection during the twenty-four (24) month follow-up period. Ref: sano, s., et al. (2025). "Clinical outcomes over 2 years following arthroscopic ankle lateral ligament repair with os subfibulare." Asia pac j sports med arthrosc rehabil technol 39: 9-14.